Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited black rubbery material clogged in the nozzle of the insufflation channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. The evaluation identified, the nozzle of the insufflation channel was clogged by a black rubbery material. Additionally, there were non-reportable (non-pae) defects noted. Additionally, it was reported, that prior to any maintenance, the endoscope is cleaned and disinfected according to the recommendations in force, unless this treatment is made impossible by the condition (for example a leak noted, at the time of the tightness test) requiring the endoscope to be reported, as soiled and potentially contaminant". A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. The event can be detected by following the instructions for use, which state: inspection of the air-feeding function, inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope had a ¿washing handle problem¿. The event occurred, during a diagnostic procedure. And resulted in a 5-minute prolongation of the procedure. The procedure was completed with the same device. There was no reported patient impact.